Manufacturer narrative:
Concomitant medical products: product ID 7426, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator; product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2010, product type: extension; product ID 3391s-40, lot# v257753, implanted: (B)(6) 2010, product type: lead; product ID 3391s-40, lot# v257753, implanted: (B)(6) 2010, product type: lead; product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2010, product type: extension.

Event description:
Additional information received reported that the patient had not been seen by the healthcare professional since (B)(6) 2013. No follow up appointments were scheduled. Reference manufacturer's s report number: 3004209178-2014-09465.

Manufacturer narrative:
Concomitant products: product ID 7426, serial # (B)(4), implanted: (B)(6) 2010, product type implantable neurostimulator; product ID 7482a40, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3391s-40, lot # v257753 , implanted: (B)(6) 2010, product type lead; product ID 3391s-40, lot # v257753, implanted: (B)(6) 2010, product type lead; product ID 7482a40, serial # (B)(4), implanted: (B)(6) 2010, product type extension. (B)(4)

Event description:
It was reported the device had de-activated prematurely.